Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.25x20mm synergy ii drug-eluting stent was advanced but failed to cross through the recently placed synergy stent. When the device was removed from the patient's body, it was noticed that and one of the struts was lifted. The physician ballooned the recently placed stent and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine and good.